Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device interrogation report displayed question marks instead of the threshold value. It was also reported that the crt-d appeared to be occasionally undersensing and/or blanking on atrial lead during atrial tachycardia/atrial fibrillation (af) event(s). The crt-d and the ra lead remains in use. It was also reported that the left ventricular (lv) lead triggered impedance warning lvtip to rvcoil for high undefined impedance. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtmb1d4 crt-d implanted: (B)(6) 2020, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device interrogation report displayed question marks instead of the threshold value.  The crt-d remains in use.  It was also reported that the left ventricular (lv) lead triggered impedance warning lvtip to rvcoil for high undefined impedance and possible capture issue noted with patient experience of shortness of breath.  The lv lead remains in use.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b1, b2, b5, h6, additional codes imf (annex f) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device interrogation report displayed question marks instead of the threshold value. It was also reported that the crt-d appeared to be occasionally undersensing and/or blanking on atrial lead during atrial tachycardia/atrial fibrillation (af) event(s). The crt-d and the ra lead remains in use. It was also reported that the left ventricular (lv) lead triggered impedance warning lvtip to rvcoil for high undefined impedance and possible capture issue noted with patient experience of shortness of breath. The lv lead remains in use. No patient complications have been reported as a result of this event.